Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this item. Part and lot identification are necessary for review of device history records and was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
T was reported that during an alps hand fracture surgery on (B)(6) 2015, the surgeon used a dental drill with the drill bit. It is believed that this over-torqued the drill bit causing it to cold weld to the guide. The sales rep. Corrected the surgeon when he got into the surgical room and had them use a different drill. New drill bits were used to complete the procedure.